Event description:
Related manufacturer report number: 1627487-2024-00595 it was reported that the patient has ineffective therapy and pain at the ipg site. Surgical intervention is pending to address the issue. The investigation did not determine which lead attributed to the issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(6), serial:(B)(6), batch: a000047361

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.